Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported a sharp wire sticking out of the vessel sealer extend instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Visual inspection found the cut electrode broken. One side of the cut electrode that contains the ceramic dots was peeled back and a piece of metal was sticking out of the distal tip. There was material missing. The broke piece was not returned with the instrument. The outside of the opposite jaw had indentations. Additional observation(s) not reported by site: the main tube was found bent. The main tube was bent at the midpoint. The complaint was confirmed by failure analysis.